Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.section b3 - date of event - modified from (B)(6)2023 to (B)(6)2023 section b5 - describe event or problem - edited to include event details section b6 - relevant test/laboratory data - added hba1c section b7 - other relevant history - added diabetes type section h10 - addtl mfg narrative - removed "the date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event."

Event description:
An error message was reported with the adc device. Customer received a "scan again in 10min" message and was unable to obtain readings. As a result, customer experienced weakness and a loss of consciousness and was unable to self-treat, requiring treatment of grenadine and glucagon injection administered by non-healthcare professional. No further details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "scan again in 10min" message and was unable to obtain readings. As a result, customer required unspecified third-party treatment. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.